Event description:
The event occurred in china during a routine check. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. Since the error message: "head" could lead to an unintentional pump stop. A report is required in us. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during a routine check. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair. The motor control board rpm was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case has already been investigated at the manufacturer. The most probable root cause was determined as a defective voltage converter. This converter presumably created voltage transients that were discharged by a protective diode which led to an increased current and to a tripped fuse. The review of the non-conformities has been performed on 2026-02-10 for the period of 2021-07-19 to 2026-01-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-07-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043267.